Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging suffering injuries and still suffering from the device medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging suffering injuries and still suffering from the device medical intervention was not specified . The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no contamination. The device passed all final testing. There was no evidence of sound abatement foam degradation. In this report section g and h has been corrected or updated.